Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple loss of prime warnings with low non-zero and zero force. During testing, the pump successfully completed the rewind, load, and prime steps without any loss of prime warnings or issues. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a loss of prime issue was noted in the pump history but unable to be duplicated during investigation. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.